Manufacturer narrative:
The reported event was patient death due to cardiac arrest. As received, a connector portion of a partial lead was returned in one piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator, right atrial, right ventricular, and left ventricular leads were removed due to the patient's death. The cause of death was cardiac arrest. The products were returned without allegation of malfunction. Further information was requested but not received.